Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the otw omnilink elite was returned and the reported difficult to insert the guide wire and the stent being partially expanded was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents for difficult to insert or device operates differently than expected reported from this lot. It should be noted that the omnilink elite instruction for use (IFU) states: carefully inspect the omnilink elite peripheral stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Do not roll the mounted stent with your fingers as this action may loosen the stent from the delivery balloon. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation the omnilink elite stent was noted to be partially deployed. Additionally, the site attempted to crimp the stent using a metallic needle holder, however, a guide wire could not be inserted into the guide wire lumen. The device was not used. There was no patient interaction. A second omnilink elite stent delivery system was used successfully without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.